Event description:
The product was returned to the MFR for sudden loss of stimulation in august 2007. The pt felt a "surge" for 15 mins followed by complete cessation of stimulation. The device could not be reactivated due to battery depletion.

Manufacturer narrative:
Analysis results were not available at this time of this report. A f/u report will be sent when analysis is complete.